Manufacturer narrative:
(B)(4): the manufacturing records were reviewed and no complaint related issues were found.(B)(4): placeholder.

Event description:
A device report from (B)(6) indicates a (B)(6) hospital reported: pt implanted on an unk date with a tubular plate was taken to the operating room for removal of hardware, on an unk date. After removal, pt experienced an allergy. Pt was scheduled for blood tests.

Manufacturer narrative:
The investigation cannot be completed, no conclusions drawn as no product was received.